Event description:
A malfunction was reported on a pump by the customer, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the malfunction without recurrence. The customer was advised to monitor the situation and report if the issue recurs.